Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return window was only 2 days per the cabinet settings. A technical support specialist (tss) provided the four medbank myqlink (mql) admin users for the facility and advised that each listed admin user could log in and grant cycle count access to update the quantity on hand in order to retrieve the key. The tss also explained that the return window had been limited to 2 days based on the cabinet settings, and a cycle count or restock had been required to correct the issue at that time. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, key item was never returned and unable to access. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.